Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation, the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient was in stable condition.